Manufacturer narrative:
Initial reporter phone#:(B)(6). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported after use, the cap of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube was loose. No reports of harm or serious injury. The following information was provided by the initial reporter: "cap loose."